Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, a curved opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.